Event description:
Report received of a dissection occurring in the proximal portion of the obtuse marginal artery during an attempt to place a biodivysio stent. It was reported that the patient had a mid and distal obtuse marginal lesion. The vessel was 90% stenosed, excessively tortuous and 2.5mm in size. It was reported that predilatation as not performed. It was reported that the physician successfully placed a 2.0mm x 10.0mm biodivysio stent in the distal obtuse marginal lesion. In attempting to treat the mid obtuse marginal lesion, a dissection occurred in the proximal portion of the obtuse marginal artery. During the procedure there were reported to be multiple guidewire and guide catheter insertions into the ostium of the left coronary system. It was reported that there was a need for "more manipulation than usual". The patient was taken to surgery. There was no report of further adverse patient sequelae.